Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received blood glucose readings of 20 and 40mg/dl on the contour next. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.